Event description:
A complaint was received via email. A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan results of 74 and 98 mg/dl compared to a reading of 143 mg/dl obtained on a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. It is unknown if the customer experienced any symptoms or if any emergent third-party treatment/medication was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.